Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level went up to 438 mg/dl. He was dizzy and light headed. The customer treated his blood glucose level with a normal bolus of 8.5 units. The high pressure test passed. The device was not returned.